Event description:
Additional information was received from the customer. The neurosurgical team was involved and under their guidance, imaging was performed. The catheter piece was not found however. It was advised that no further imaging or follow-up for the patient was required and patient was then discharged home. The patient is doing well with no complications. Information was also provided that on (B)(6) 2018, patient had lower back xray and that was reported as normal. And on (B)(6) 2018, the patient had a thoraco-lumbar MRI which also reported as normal.

Event description:
Information was received that upon insertion of a smiths medical epidural catheter, it had caused leg paraesthesia. Further advancement or withdraw was impossible. Upon removal, the last five cm of the catheter were missing. An x ray and MRI were administered, but the retained catheter piece was not found.